Event description:
A customer reported that they were experiencing an err3 error code on their freestyle meter. During the course of troubleshooting it was discovered that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the fa16may2006 letter.